Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the right ventricular (rv) shock lead portion exhibited high shock impedance measurement at implant greater than 125 ohms. Using the pacing system analyzer (psa), the coil was tested and the result did not support the possibility of a lead fracture. The boston scientific technical services consultant inquired whether the device had been in the pocket during testing. It had been but the physician was not for certain whether the lead terminal had been all the way connected. Once the lead was connected to the device, lead measurements were within normal limits and defibrillation threshold (dft) testing was successful. There were no adverse patient effects associated with these clinical observations.

Manufacturer narrative:
These medical devices remain actively in service. If new information were to become available, this report will be further evaluated and updated.